Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported vagal response and subsequent death may have been procedure related.

Event description:
During an atrial flutter ablation, the patient had a vagal response and expired. While ablating near the inferior vena cava, the patient had a vagal response and ablation was stopped. The patient became bradycardic and pacing in the right ventricle was started when the patient went into vt/vf and expired. There were no performance issues with any abbott devices.